Manufacturer narrative:
During the visual examination, the device was found to have worn components including a damaged rotor. Based on the findings of the visual examination, the most likely cause for the heat and would be the damaged rotor.

Event description:
It was reported that the core impaction drill heated up during a procedure. A back-up device was used to complete the procedure with no pt or user injuries, and there were no adverse consequences.